Event description:
Allegedly, patient was revised due to periprosthetic fracture stem; adverse soft tissue reaction to particle debris. Revision njr number: (B)(4). Side:r. Primary asa: p1 - fit and healthy.